Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported infections could not be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: information was provided by the manufacturer's clinical specialist that the patient expired on (B)(6) 2017 due to heart failure. No additional information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 6 months. The explanted pump will not be returned to the manufacturer for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that in (B)(6) 2017, the patient presented to the emergency room (ER) with green discharge from their driveline site. The patient was admitted and treated with oxacillin. The patient was discharged home on (B)(6) 2017. On (B)(6) 2017, the patient presented to the ER for return of green discharge from the driveline exit site. The driveline site was cultured and tested positive for (B)(6) bacteremia and pseudomonas. The patient was treated with intravenous cefipime. During admission, a ramp echocardiogram performed revealed opening of the aortic valve with every beat and an ejection fraction of 60 percent. Due to signs of recovery and need to exchange or explant pump, the device was explanted. Upon explant of the pump, it was observed that there was obvious infection within the pump pocket. The pump was removed and the patient¿s chest was washed out. The sewing ring and inflow conduit were left in situ, and all other device parts were removed. The patient was weaned off bypass and remained stable throughout hemostasis of sternal bleeding. The patient was then transported from the or to the intensive care unit (ICU) with chest open and on high dose vasopressors. Shortly after presenting to ICU, the patient required intravenous push vasopressors for severe hypotension, and was subsequently cannulated for venoarterial (va) extracorporeal membrane oxygenation (ECMO) support. According to the surgeon, the patient did not want another lvad implant. No additional information was provided.